Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3.5 months. The pump remained in use until (B)(6) 2016 when the pump was turned off due to cardiac recovery (reference medwatch MFR# 2916596-2017-00091). The pump was not explanted. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a small amount of purulent drainage was observed from the driveline site. A wound culture on (B)(6) 2016 was positive for (B)(6). On (B)(6) 2016, a chest CT showed no fluid around the driveline and a small amount of mediastinal fluid adjacent to the pump. The patient was treated with IV ceftriaxone and oral cefuroxime.